Event description:
It was reported that this implanted pacemaker alerted for an atrial arrhythmia burden. There was occasional atrial under sensing observed at programmed sensitivity fixed 1.0mv (millivolts). It was recommended to review programmed parameters, and the atrial arrhythmia burden alert was increased to greater than 24 hours for future episodes. The battery status is normal and the other lead measurements are satisfactory. The pacemaker remains in service and there was no adverse patient effects reported.